Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct150, tecnis toric intraocular lens (iol) was explanted from the patient's left eye (os) due to mechanical complication of the iol. The lens was replaced with the same model, lower diopter (20.0). There was no incision enlargement required and no patient injury reported. It was noted that lens will not be returned. No further information was provided.